Event description:
The customer reported via phone call that they had a no delivery alarm that could not be cleared. Customer stated the escape and act button was unresponsive to clear the alarm. The customer's blood glucose was 250 mg/dl. The customer could not recall any significant events leading to the alarm. The customer also reported their battery icon went from three bars to one bar after the alarm occurred. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.